Event description:
It was reported that the pump touch screen was faulty. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy. No further information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On (B)(6) 2022, additional information was received confirming that the pump was functioning as intended and no touchscreen issues were confirmed. Alleged issue did not cause or contribute to serious injury. Due to additional information provided, initial MDR was submitted in error as this event does not meet MDR requirements as defined by 21 cfr 803.